Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a memory fence error in the system logs was detected. This condition has a potential for patient harm. The handle software periodically verifies its external memory contents for integrity and if verification fails it prevents the handle from further operation. This could cause the handle to unexpectedly stop functioning. Improvements have been initiated to mitigate this condition. The investigation detected an unreported condition of an adapter calibration error that had no relationship to the reported condition. The reported issue was confirmed. The most likely cause could not be established from the information available. Additionally, the investigation detected an unreported condition of an unresponsive rotation button that has no relationship to the reported condition. The most likely cause for the additional condition is traced to a component failure. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, while on preparation, an error message of the adapter was displayed, so another adapter was sterilized and opened for connection. However, the same error message appeared. When the handle and the shell were replaced with new ones, it worked normally. There was no patient injury.